Event description:
Patient was undergoing thrombectomy procedure for cerebral infarction in the right ica using the penumbra max system. Penumbra 5max and 3max reperfusion catheters were advanced to the ica using the coaxial technique. Clot was aspirated with the 5max and this partially recanalized the vessel. After, the physician tried to reinsert the 3max into the 5max, but could not. Instead, the 3max was pushed to the right distal ica and used for aspiration. Full recanalization was achieved and the operation was concluded.

Manufacturer narrative:
Results: the 3max catheter is ovalized approximately 41.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the 3max catheter could not be reinserted through the 5max catheter. Evaluation of the device revealed that the 5max catheter was not damaged however; the 3max catheter was ovalized approximately 41.0 cm from the distal tip. This ovalization resulted in an outer diameter of the 3max catheter that is incompatible with the inner diameter of the 5max catheter, making it difficult for the 3max catheter to be reinserted through the 5max catheter. The cause of the ovalization in the 3max catheter could not be determined from the complaint description, but may have been caused due to improper handling when the device was removed from the patient before the physician attempted to re-insert the device. The ovalization is consistent with a pinched catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00488.